Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400567604. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: detailed inquiry description: it was reported that after connecting arterial bloodline to the locksite, saline would not flow, staff would unscrew the red collar and had to forcefully push the arterial bloodline into the locksite order to not have air go in the lines along with the saline no injury reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). According to supplier statement, no samples were received for further evaluation. Based on the data from the investigation results, the root cause of the reported incident was unable to be determine. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.